Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received battery out limit alarms. The customer's blood glucose level was 289mg/dl. The customer states they had tried to replace the battery multiple times, but the alarm continued. The customer states the pump stopped responding.

Manufacturer narrative:
The insulin pump had an unresponsive up button due to corroded keypad traces. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. The insulin pump had missing display lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing address/serial label.